Manufacturer narrative:
As an investigation approach, nakanishi, inc., (B)(4) (manufacturer) examined the DHR for the device (ls 1s , sn (B)(4)). Nakanishi confirmed that no problems had been found during the manufacturing and testing of the subject device.

Event description:
The following information is from brasseler USA (b-USA) to nakanishi regarding a device manufactured by nakanishi for b-USA. Event summary by b-USA: the prophy angle handpiece ls 1s burned the dentist's hand due to heated-up. Complaint review by b-USA: there were no prior complaints for the handpiece. Investigation by b-USA: there were no prior repairs for the subject handpiece. B-USA has not returned the subject unit to nakanishi (manufacturer) for evaluation. However, nakanishi has started the investigation.